Event description:
Information received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend and reverse trend limit switches were out of adjustment. The technician adjusted the trend limit switches to repair the bed.